Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. Sample was received without its original packaging inside a ziploc bag, in used conditions and with its certificate of safe handling. Visual inspection: visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon. Results: no damaged could be detected. Functional test: sample was filled with 5cc of air in order to see if there was any functional problem. Results: when we inflated the unit with air, the cuff inflated completely without problems. Based on the analysis conducted in the sample provided, the complaint was not confirmed. No corrective actions were taken since the complaint was not confirmed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during pre-test, the cuff was not fully inflating after being filled with liquid. No patient injury was reported.